Manufacturer narrative:
No product will be returned for eval.

Event description:
On 05/25/2008, the patient's wife reported, the pt started insulin pump therapy about 2 weeks ago and began experiencing elevated blood glucose readings in the 300-495 mg/dl range. She stated his recommended range is 80-120 mg/dl. She stated the pt went to the doctor on four days prior to original date, and his reading was 495 mg/dl. She stated the doctor took the pt off his insulin infusion device and put him on injection therapy. She stated the pt met with his trainer for further training on a day prior to original date, and they discovered the pt had not been confirming his boluses. The trainer reviewed with the pt how to correctly use the infusion device and the pt reconnected to the device. On follow up on two days after the original date, the patient's wife stated the pt is still experiencing elevated readings of 250-300 mg/dl but thinks he is not confirming the bolus amount when he programs the standard bolus. She stated the pt is scheduled to discuss the issue with the trainer again. No product was requested to be returned for eval.